Manufacturer narrative:
Date of event: used the first day of the month of aware date as there was no date provided.

Event description:
It was reported that balloon rupture occurred. A 7.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.